Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon found that the ligasure blunt tip was not performing like usual. The device's jaw was difficult to open. There was no patient injury.